Event description:
It was reported that patient experienced inadequate stimulation and claimed an itched at implant site .the patient underwent explant procedure and was doing well postoperatively. The explanted ipg was disposed. Additional information was received that the patients symptom was itching. The patient was placed on oral antibiotics.

Event description:
It was reported that patient experienced inadequate stimulation and claimed an itched at implant site .the patient underwent explant procedure and was doing well postoperatively. The explanted ipg was disposed.